Event description:
It was reported that balloon rupture and blade detachment occurred. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for a shunt percutaneous transluminal angioplasty. During the procedure, a resistance different from usual was felt during sheath insertion. When inflation was performed, a balloon rupture occurred immediately. The device was removed, and it was visually confirmed that the blade got separated. There were no remains left inside the patient. The procedure was completed with this device, and the patient status is good without any complications reported.

Manufacturer narrative:
The device was returned for analysis and underwent a visual and tactile examination. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. During analysis, positive pressure was applied when liquid was observed to be leaking from a balloon pinhole leak approximately 4mm proximal from the distal markerband. A visual examination identified that approximately 8mm blade and pad were noted to have lifted/detached on one of the blades. All other blades were present and fully bonded to the balloon surface. No issues were found on the tip section of the device. A visual examination found no issue with the markerbands. Visual and tactile examination found no kinks or damage to the shaft of the device. The clinical observations were confirmed.